Event description:
The pt reported it was discovered their catheter was fractured. No symptoms were reported. Additional info has been requested from the hcp but was not available on the date of this report.